Event description:
Inbound. Patient reporting no disposable alert on cadd legacy, this cassette would not run on other pump also has same alarm after troubleshooting. Patient mixed new cassette and was successful. No further details provided.